Event description:
It was reported that the patient received multiple inappropriate antitachycardia pacing shock therapies following mode switching due to atrial flutter. The morphology template was not matched and the interval stability incorrectly determined the episode as ventricular tachycardia (vt). After consulting with the physician, programming changes were made to the first ventricular tachycardia zone set to monitor and the morphology template was updated. The patient was in stable condition with no adverse event from the inappropriate therapy.